Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that some under infusion events have occurred. Although requested, the clinician had not determined if the events occurred with glass bottles or if bag head height was a factor. No event specifics were provided, and there was no report of patient harm occurring from any event.